Event description:
It was reported that the right ventricular lead experienced decreased impedance and that the lead had been unipolarized at the last check. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.